Manufacturer narrative:
It is unknown which test strip vial was used for the result comparison, either lot number 498611 or lot number 498603.

Event description:
It was reported that 3-4 days ago the patient received the following results within 15 minutes: 300 mg/dl and 130 mg/dl. It is unknown which test strip vial was used for the result comparison, either lot number 498611 or lot number 498603.